Event description:
Per the clinic, the patient underwent revision surgery in (B)(6) 2012 (specific date not reported), to excise excess skin around the abutment site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.